Event description:
It was reported to boston scientific corporation that a speeband superview super 7 device was used during an esophageal varices ligation (evl) procedure of the mid-esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the second band failed to deploy. Another speedband superview 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of band failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.